Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The device will not be returned to manufacturer for evaluation as it remains implanted. The root cause for the reported driveline connector damage can be attributed to inadequate connector design specifications that does not account excessive pull force that may be exerted on to the driveline cable, causing the connector pins to recess and interrupt pump operation. Heartware has an open internal investigation for this type of issue. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware system instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of the dl cable. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device management; additional guidelines instruct the user on how to detect and react to a dl cable malfunction. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that the patient caught his driveline cable on a drawer knob and immediately had controller alarms. The patient attempted to perform a controller exchange to his back-up controller but the pump would not restart. The patient connected his driveline back to his primary controller but again the pump would not restart. The patient was admitted to the cardiovascular intensive care unit (cicu) on (B)(6) 2014 in stable condition and was administered heparin and dobutamine with a measured international normalized ratio (inr) of 2.1. The pump was not running when the patient was admitted. Echocardiography showed aortic valve opening and enlarged ventricles, but no thrombus formation. This patient had a previous driveline cable splice repair. An x-ray taken by the hospital showed that the male pins within the previous splice repair tube appeared to be recessed. A manufacturer's representative assessed the device on (B)(6) 2014. At this point, the pump had been off for approximately 24 hours. Inspection of the driveline and splice tube showed no external damage. The previous splice repair was inspected and repaired in the intensive care unit (ICU). The patient was evaluated using echocardiography and the pump was restarted without issue. Dobutamine and heparin were discontinued and the patient was discharged on (B)(6) 2014 after re-education about protecting the driveline cable.